Manufacturer narrative:
This report is being filed on an international product, list number 7c18 that has a similar product distributed in the us, list number 1l82. A review of tickets determined this is the only complaint for lot 85009fn00 and there were no trends identified. Return testing was not completed as returns were not available. Historical performance in the field of reagent lot 85009fn00 using world wide data through abbott link was evaluated. The patient median result is comparable with all other lots in the field and confirms no systemic issue for the lot. A review of the instrument logs could not identify an instrument result log for testing in (B)(6) 2018. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Per the product package insert, if the (B)(6) results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. For diagnostic purposes, results should be used in conjunction with patient history and other (B)(6) markers for diagnosis of acute, chronic, or recovered infection. Based on the investigation no product deficiency was identified for the architect anti-hbs, lot 85009fn00.

Event description:
The customer reported (B)(6) results on one architect anti-hbs patient. The results provided were: sid(B)(6) on (B)(6) 2018 = (B)(6). There was no reported impact to patient management.